Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the everflex entrust self expanding stent in the superficial femoral artery, the deployment mechanism broke while attempting to deploy. A cracking sound was heard when the deployment wheel was engaged and rotated after a few clicks. The wheel became loose and the stent did not unsheath/deploy despite further wheel rotations. The lock-pin was checked for securement and was removed prior to attempted deployment, and the device was prepped per the instructions for use with no issues identified. The deployment catheter was retracted out of the patient through the sheath with no issues, and the stent remained in the device undeployed. The procedure was completed using an alternate stent. No patient complications have been reported as a result of this event.